Event description:
It was reported that post an acculink stenting procedure of a carotid artery, the patient had hypotension requiring intravenous (IV) levophed medications and a reported prolonged hospitalization stay. The hypotension resolved without an adverse patient sequela on (B)(6) 2013 and the patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.